Manufacturer narrative:
The investigation has determined that a higher than expected sodium (na+) result was obtained from a vitros performance verifier (pv) quality control (qc) fluid using vitros chemistry products na+ slides lot 4203-1086-3130 on a vitros xt3400 chemistry system. The assignable cause of the event is unknown. The tsc confirmed handling of the vitros na+ reagent cartridges and the vitros erf fluid per the vitros instructions for use for both products; therefore, reagent and fluid handling did not likely contribute to the event. A within run vitros na+ precision test failed due to a single higher than expected result. The customer next performing cleaning and did not observe any debris or buildup on the system that would be indicative of an issue with the vitros xt3400 system. The customer obtained acceptable within run precision results following cleaning indicating that the vitros xt3400 system was performing as expected at that time. However, an ortho field engineer (fe) went on site and performed service actions to erf, incubator and metering subsystems. It is noted that acceptable results were obtained pre and post service actions. Therefore, it cannot be confirmed if an issue with the vitros xt3400 system contributed to the event, or that any service actions performed by the ortho fe resolved the issue with the higher than expected results. Historical vitros na+ qc results are acceptable, indicating that an issue with vitrso na+ lot 4203-1086-3130 is not a likely contributor to the event. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ reagent lot 4203-1086-3130.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected sodium (na+) result was obtained from a vitros performance verifier (pv) quality control (qc) fluid using vitros chemistry products na+ slides lot 4203-1086-3130 on a vitros xt3400 chemistry system. Vitros na+ pv I f9070 result of 136.9 mmol/l vs. The expected result of 120.1 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained from a quality control fluid. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601393.